Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 89 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy. Subsequently, the customer reported that the pump declared an unspecified alarm. No additional information regarding the alarm was provided.